Event description:
Extreme fatigue, lymphadenopathy, myalgias, rashes, arthralgias, fever, raynaud's, paresthesias, chills, sicca symptoms, dizziness, flu symptoms, breast hardness and tenderness, bronchitis, asthma, rt knee arthritis, epigastric pain, headaches, chills, flu, headaches, swelling of hands and fingers, arms, hands and left arm go numb and skin tightens, hypokalemia, no energy, cystitis, swollen neck glands, constant cold feet, blurred vision weight gain and loss, leg lesions, implants have shrunk, hashimoto's, thyroiditis, swollen and painful joints, infections in breasts.